Event description:
Drug/diluent: 0.25% bupivacaine. Fill volume: 100 ml. Flow rate: 1.0 ml/hr. Procedure: ankle tendon repair. Cathplace: around ankle area. Date of surgery: (B)(6) 2013. "Pt had an on-q 100ml elastomeric pain pump placed post operatively filled with 0.25% bupivacaine. It is labeled to infuse 1ml per catheter. Only 1 catheter used. Other clamped off. Should have lasted pt 100 hours. The device was completely empty in 32 hours. No adverse event reported - second on-q device dispensed with 100ml. Pt reported at lasted 4 days as expected. Dates of use: 1 day." Additional info received (B)(4) 2013: pump started around (B)(6)2013, noted to be empty on (B)(6) 2013 around 4pm. Device was discarded, and the pt is reported to be doing well with no adverse event associated to the incident.

Manufacturer narrative:
Method: the device was discarded and will not be returned for an investigation and analysis. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: if additional info pertinent to this event becomes available, I-flow will submit a follow-up report. I-flow is currently performing further investigations with the reported info. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info or other analysis as appropriate.